Manufacturer narrative:
Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Customer¿s blood glucose level was 167 mg/dl.